Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication with the ipg following an unrelated surgical procedure in (B)(6) 2018 (exact date unknown). It was stated the device was not placed in surgery mode prior to the procedure. Initially, troubleshooting attempts were unable to resolve the issue. However, a company representative met with the patient on (B)(6) 2018, and was able to establish communication between the patient's ipg and the clinician programmer (cp). The company representative then reprogrammed the patient's scs system and stimulation therapy was restored.